Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on an e411 analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as < 0.023 ng/dl. The result did not appear to relate to the ft3 and tsh results, so the sample was repeated. The repeat result was 0.931 ng/dl. The patient was not adversely affected. The ft4 reagent lot number was 158223. The reagent expiration date was asked for, but not provided. The customer's calibration data was within expectations and the control values were within specified ranges on (B)(6) 2016. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue can most likely be excluded. The customer used a 13 x 75 mm tube and did not use rack adapters recommended for use with 13 x 75 mm tubes. It may be possible that the sample tube was not placed straight in the rack. This may cause a sampling issue. The centrifugation speed of the sample was also found to be very high. Possible root causes for this event may be sample quality and/or insufficient maintenance.